Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a whipple procedure for pancreatic carcinoma with transverse incision/laparotomy on (B)(6) 2015 and suture was used for closure at the end in two layers. Following the procedure, the patient developed colonic and small bowel fistula exactly at the level of suture closure of the fascia. It was also reported that the patient experienced postoperative pulmonary complication with pneumonia sustaining on quite high inflammatory parameters without any clear etiology, no fistula, no bile leakage etc. On (B)(6) 2015 the patient was discharged to another hospital in ok condition. As reported, on (B)(6) 2015 the patient was back with suspicion of colonic fistula with leakage at the former wound. The patient underwent re-laparotomy for small bowel and colonic perforations at the level of the suture line on (B)(6) 2015. On (B)(6) 2015 the patient underwent again re-laparotomy with re-leakage from one former perforation for which drainage. Additional information has been requested.

Manufacturer narrative:
It was reported that, currently, the patient has an improved status and receives chemotherapy.

Manufacturer narrative:
It was reported that no deficiency with the suture was observed prior to or during initial procedure and the tissue condition was normal. During closing the fascia, gauze was used between abdominal wall and bowel to protect the bowel. The patient was in quite ok condition, eating and drinking on (B)(6) 2015 discharge to other hospital closer home. During the second procedure, it was found that a tissue was adherent and the barbed suture was completely attached to the bowel wall and the wound cleaning was used for fistula repair. The surgeon opined that causative factor for fistula was erosion and bowel leakage. The surgeon opined that the causative factor for the bowel and colonic perforations is, perhaps, erosion of barbed suture into the bowel wall. It was also reported that, on (B)(6) 2015, the patient underwent a re-laparotomy with re-leakage from one former perforation for stool drainage from the wound, perforation at the colonic site, same position, and necrotic ileostomy for which relocation performed. At the time of revision procedures, culture tests were performed and enterococcus faecium with streptococcus were found. (B)(4).